Event description:
The MFR's rep reported that the pt experienced acute withdrawal. The pt was receiving morphine 50 mg/ml at a dose of 14.8 mg/day. Specific symptoms were not reported. At aspiration of the pump reservoir, the expected reservoir volume was 3.5 ccs; actual reservoir volume was 18 cc. The pt was given oral morphine and is now stable. All programming was reported to be correct. Xrays were taken and confirmed pump connection, orientation and tip position were normal. A follow-up report wil be sent if additional information becomes available.